Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received at for evaluation. A visual assessment of the returned sample showed no visual nonconformity. The ground resistance of the returned phaco handpiece was checked and met specifications, under 1.5 ohms, at .2751 ohms. The handpiece was connected to a calibrated hotbed and primed and tuned with no issues. The handpiece was run at 100% for 5 minutes and had no issues. A u/s stroke and torsional stroke measurement test was attempted and the handpiece failed. An error saying power too low appeared and the stroke test was unable to be performed. The handpiece was opened and was found to have moisture ingress. Why or how this occurred cannot be determined. The root cause of the reported event can be attributed to moisture ingress. However, why or how this occurred cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece did not receive phacoemulsification power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.